Event description:
The customer reported via phone call that the insulin pump alarmed motor error, alarmed motor position encoder error, and had been exposed to moisture. He stated that the insulin pump smelled like insulin and observed fluid on the screen. He stated that he let the insulin pump dry out for a week before going through the priming, after which he received the motor error and motor position encoder error alarm. The customer did not know the blood glucose reading. He believed that insulin leaked from the reservoir to the reservoir compartment and observed insulin under the liquid crystal display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He declined to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.